Manufacturer narrative:
Visual inspection of the returned product confirmed that the locking post fractured off of the base along a medio-lateral direction. Small fragments are missing and have not been accounted for but it was reported that the instrument broke in the washer after the case during which it was actually not used. The reported issue has been investigated through a corrective action and a device history record review is not required. This device is used for treatment. This particular device is listed in the aggregate tibial articular surface provisional scope list associated with the corrective action. This device was manufactured before the design modification and was part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. It is considered that the root cause is a previously addressed design issue.

Event description:
It is now known that the device broke during sterilization.

Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke after surgery during disassembly.